Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized on the same day as the onset. On an unknown date during hospitalization, the patient was started on an unknown dose of ceftazidime. Four days after onset of event, the patient was discharged from the hospital. The following day, the patient was treated with ceftazidime (1 gram, intraperitoneal and for 14 days) for the peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.